Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that while run in test was being done, during performance verification test, the v60 ventilator displayed a vent inop occurrence. There was no patient involvement.